Event description:
It was reported that during an implant attempt, the right ventricular (rv) lead had high impedance in multiple locations. The rv lead was not used and a new lead was implanted. It was also reported that the newly implanted rv lead had high impedance. The new rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.